Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient said they had an appointment at 10:45am today for an MRI and wanted to know how to put their device into MRI mode. During the call the patient connected to their implant and was able to activate MRI mode successfully. The patient said they felt a vibration inside of them and felt like electricity was going down their right leg and it felt like it was numbing them. The patient also said that periodically during the day they felt the vibration and it was weird where they knew their leg was going to go numb. The agent reviewed therapy adjustment options. The patient was redirected to their healthcare provider to further address the issue.